Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received broken force sensor alarm when they came out from pool. The customer¿s blood glucose level was 156 mg/dl at the time of incident. Customer stated that this happened twice. Customer stated that the insulin pump was not exposed to high magnetic field. The customer was advised that the insulin pump required to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Insulin pump received with partial display due to moisture damage on the electronic assembly. Unable to verify pump error 35. Pump error 35 unknown. Insulin pump received with corroded battery tube.